Manufacturer narrative:
This report is filed on april 27, 2016. Implanted device remains.

Event description:
Per the clinic, the patient developed swelling and redness at the implant site. An infection was suspected and subsequently, the patient was treated with oral and topical antibiotics (duration not reported). The implanted device remains.